Event description:
According to the reporter, during a polypectomy procedure, the nurse tried to attached the first handpiece to the control unit, but it would not attach. Tried with another one but it also would not attach. The outer ring from the shaft of the handpieces has come off and one of these was still in the control unit. There was no patient injury, however, procedure was not completed and had to be abandoned. And an additional operation was performed to correct the issue.

Manufacturer narrative:
D10 concomitant products: 7209808, 7209808 truclear control unit (serial (B)(6), 7209808, 7209808 truclear control unit (serial (B)(6) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the end of the plastic housing on the 16 pin fischer connector was damaged. Functional testing found that the outer ring at the end of the plastic housing on the 16 pin fischer connector was missing and therefore, not able to be plugged in the handpiece connector into the control unit receptacle. The issue was resolved by replacing the power cord. It was reported that the outer ring from the shaft of the handpieces has come off. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the outer ring at the end of the plastic housing on the 16 pin fischer connector was missing and therefore, not able to plug in the handpiece connector into the control unit receptacle. Functional testing found that the outer ring at the end of the plastic housing on the 16 pin fischer connector was missing and therefore, not able to be plugged in the handpiece connector into the control unit receptacle. It was reported that the nurse tried to attached the first handpiece to the control unit, but it would not attach. Tried with another one but it also would not attach. The outer ring from the shaft of the handpieces has come off and one of these was still in the control unit. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.